Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient's ins depleted prematurely. The patient's settings were 4.7v, 60us, and 80hz. The device was replaced and the issue was resolved. It was reported to be unknown when the issue began occurring. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturing representative. It was reported that the impedance measurements are not known. The patient was reprogrammed, but the previous parameters are not known.

Manufacturer narrative:
Product analysis: product ID#: 37601: analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery is near normal battery depletion. If information is provided in the future, a supplemental report will be issued.